Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was greater than 552 mg/dl. Elevated blood glucose was addressed with a manual injection. Customer addressed the alarms by clearing the alarm or changing pump supplies and resuming insulin delivery.